Event description:
It was reported that a leadless pacemaker had catheter docking issues prior to device implant. The device was docking on the side of the cap but was eventually able to dock after three tries. The pacemaker also spontaneously released from the catheter after mapping and tether mode. The electrical measurements were satisfactory to the physician, so the device was left in place. Patient was stable and asymptomatic.